Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refy1242 showed eight other similar product complaint(s) from this lot number.

Event description:
It was reported ¿on (B)(6) 2022, the PICC team placed a 4 french single lumen bard power PICC for long term IV antibiotics. Immediately upon insertion the PICC was noted to be leaking where the PICC meets the needless connector. Several new needleless connectors were tried with the same result. The PICC nurse attached a catheter extension set. No further leaking was noted." Securement device: statlock.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause was manufacturing-related. The product returned for evaluation was one 4fr s/l powerpicc catheter. Usage residues were observed throughout the sample. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent; however, during pressurization, leakage was observed at the junction between the luer adapter and the syringe. Inspection of the luer adapter using an iso taper gauge revealed that the gauge could not be fully inserted into the luer orifice. Microscopic inspection of the luer adapter revealed a protrusion in the luer material within the orifice. The mold defect appeared to prevent firm attachment of the injection cap, as well as full insertion of the taper gauge. A longitudinally aligned scoring mark was observed within the orifice adjacent to the mold defect. The molding defect observed within the luer orifice prevented firm attachment with the needleless injection cap and resulted in leakage at the interface between the catheter and the syringe. Photographs of the sample have been forwarded to the manufacturing site for further evaluation.

Event description:
It was reported ¿on (B)(6) 2022, the PICC team placed a 4 french single lumen bard power PICC for long term IV antibiotics. Immediately upon insertion the PICC was noted to be leaking where the PICC meets the needless connector. Several new needleless connectors were tried with the same result. The PICC nurse attached a catheter extension set. No further leaking was noted." Securement device: statlock.